Manufacturer narrative:
H.6. Investigation: bd received 40 set samples for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for does not attach/detach with the incident lot was not observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to does not attach/detach as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with luer adapter had the tube push off the patient end. The following information was provided by the initial reporter: "reusable holder dislodging from wingset the wingset and holder is assembled as recommended. During use when the collection tube is placed into the back of the holder the pressure dislodges the holder from the wingset.".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with luer adapter had the tube push off the patient end. The following information was provided by the initial reporter: "reusable holder dislodging from wingset. The wingset and holder is assembled as recommended. During use when the collection tube is placed into the back of the holder the pressure dislodges the holder from the wingset."